Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter displayed inaccurately low results compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient alleged that the meter was reading inaccurately at 6:38am on (B)(6) 2019, when he obtained an alleged inaccurately low blood glucose result of 214 mg/dl, compared to 427 mg/dl on a laboratory device, performed more than 30 minutes apart. The reported time difference of greater than 30 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with glimepiride and metformin oral medication, diet, and/or exercise. He denied making any changes to his usual diabetes management routine after obtaining the "low" result. He stated that at 8:30am on (B)(6) 2019, he developed symptoms of "shaky, wobbly and felt faint". He reported that he was taken to hospital where a blood glucose result "700+ mg/dl" was obtained and he received treatment for his symptoms; however, he was unable to recall the nature of the treatment he received. During troubleshooting, the patient confirmed that the meter was set to the correct unit of measure. However, the cca established that approved sample sites had not been used for the comparison provided; the meter's result came from fingertip blood, while the lab device blood came from the patient's forearm. This also made the comparison invalid. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurately low blood glucose results on the meter and continuing with his usual diabetes management routine.